Event description:
Huntleigh healthcare was informed that 2 post-operative laparoscopic gastric bypass surgery patients developed a pulmonary embolism 1-2 wks. Post discharge. A huntleigh fp 5000 foot compression system was used during the hospitalization of one pt.